Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion.

Event description:
It was reported that during a device replacement procedure, when trying to connect the right atrial (ra) lead to the device header a torque wench was inserted and rotated clockwise however, no hold or clicking sound could be heard. When the ra lead was test tugged, it came off from the device. The physician opted to use a different device as it was assumed there was a problem with the set screw. The new device remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a device replacement procedure, when trying to connect the right atrial (ra) lead to the device header a torque wench was inserted and rotated clockwise however, no hold or clicking sound could be heard. When the ra lead was test tugged, it came off from the device. The physician opted to use a different device as it was assumed there was a problem with the set screw. The new device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.